Manufacturer narrative:
H4: the lot was manufactured between april 4, 2023 ¿ april 5, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation with 56 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused fluorouracil and glucose 5% during infusion. The pump did not deliver the complete medication dose after 4 days of therapy at home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.